Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was insufficient blood draw volume in an unspecified number of devices. The samples were recollected. There were no other health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-may-2025. Investigation summary: bd received 3 samples for investigation. The samples along with 20 retention samples from bd inventory were evaluated by functional testing by functional testing and the indicated failure mode of underfill with the incident lot was not observed. No issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was insufficient blood draw volume in an unspecified number of devices. The samples were recollected. There were no other health consequences or impacts reported.